Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposal pump error occurred after pump was hooked up to the patient. The pump was replaced which resolved the problem. This same issue has been seen multiple times mostly with 100ml reservoirs. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned samples were received unopen with its original package. The complaint returned unit was visually inspected under normal conditions of illumination. No damage, contamination, or deformations were observed in the units returned that could cause the failure mode reported. After functional testing, the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode could not be duplicated by functional testing, complaint is not confirmed. No fault was found. No root cause was performed since the complaint was not confirmed. No action has been taken since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).